Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got a critical pump error. Customer¿s blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
The insulin pump had critical pump error after battery installation. The constant critical pump error alarm was due to moisture damage on the connector. The device had a corroded motor assembly during visual inspection.